Manufacturer narrative:
Follow-up information received on 18-dec-2015: attempts of follow-up were made with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding) and chronic anemia due to heavy bleeding. She had to get two blood transfusions. Genital bleeding is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the event heavy bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. According to the information reported, the heavy bleeding caused the chronic anemia, therefore causality between this event and essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since a medical intervention was required. Hospitalization and disability were mentioned as event outcome but not specified and/or assigned to one of the events. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5055953) in united states on 22-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer had the essure procedure done and ever since she has had severe side effects which include intense cramping, extreme weight gain, heavy bleeding, anxiety, depression, hair loss and intense backaches and headaches. Due to the heavy bleeding she experienced, she became a chronic anemic and she had to get two blood transfusions and now need a hysterectomy. Chronic anemia due to heavy bleeding because of the essure implants. She was currently taking naproxen for cramping and backache. She was also taking very high doses of iron for anemia. Concomitant medications included vitamin b complex, iron, vitamin d, folic acid and omega 3. Hospitalization and disability were mentioned in the section event outcome but not specified and/or assigned to one of the events in the narrative. Product technical complaint investigation received on 12-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding) and chronic anemia due to heavy bleeding. She had to get two blood transfusions. Genital bleeding is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the event heavy bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. According to the information reported, the heavy bleeding caused the chronic anemia, therefore causality between this event and essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since a medical intervention was required. Hospitalization and disability were mentioned as event outcome but not specified and/or assigned to one of the events. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.